Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The left and right plunger cases were damaged. There was a force sensor test error in history. The left plunger case was cracked and a force sensor error was present at start-up. The root cause of the reported issue was found to be impact on the plunger that caused the damage. The force sensor was out of specification, with no pressure applied to the sensor 1.01 pounds (lbs) appeared and the count was at zero. The reported issue was cause by the customer. Replaced damaged left and right plunger cases. Calibrated the force sensor as part of the preventative maintenance procedure.

Event description:
It was reported that the device had a cracked case, plunger error and force sensor test occurred. No patient injury was reported.